Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating dfm100 does not recognize ECG cable. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. Fse onsite check and confirmed ECG module failure. Fse replaced ECG module to solve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the evaluation code table was performed. The actual harm severity of this complaint is s0-negligible, which is lower or equal to the potential severity of s3-critical as per the risk listed in evaluation code table. No further actions are required. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).

Event description:
It was reported the device does not recognize ECG cable. There was no patient involvement.